Manufacturer narrative:
Originally, we reported that the device in the 3500a initial report was not approved by the FDA. However, biosense webster inc. Considered it a similar device and was reporting the event. This supplemental is a correction as the product was FDA approved. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smart touch bi-directional navigation catheter approved under PMA #p030031/s053. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf bi-directional nav catheter and a clot was found on the end of the catheter at the end of the procedure when withdrawing the catheter. The material appeared to be coagulum. Ablations were performed between 20 and 30 watts. Irrigation flow setting was 8ml/min with heparinized physiological saline. There were no errors reported by the biosense webster systems during the procedure. There were no issues related to temperature or flow of the catheter. The patient did received saline solution as anticoagulant. The catheter was not replaced because the procedure was complete. There was no consequence to the patient. This event is MDR reportable since clot/coagulum has poor adherence to catheters and transseptal sheaths, it could be a potential source of embolism.